Event description:
The patient's nurse reported patient is having ongoing issues with leaking at the infusion site. On call back patient reported he has had leaking at the infusion site since he started the infusion sets in (B)(6) 2010. Patient stated the leak is originating from the infusion site. Patient reported he can only get through a day and a half before the infusion set starts to leak. Patient stated he is using the insertion device but has manually inserted the infusion sites and it still leaks at the site. Patient reported he discovered the issue because of an elevated blood glucose in the 300's mg/dl. Patient stated he saw the wet spot and could smell the insulin. Patient's normal blood glucose range is 100-110 mg/dl. Patient reported he was able to self treat with a bolus via the infusion device or manual injection. Patient stated he is not getting any errors on the infusion device. Had patient perform a 2.0 unit bolus of insulin; stated he sees the insulin drip and it is recorded in the memory. Requested return of the alleged infusion set for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned task-force.